Manufacturer narrative:
Additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
Edwards received information that blood leakage was noted at the connector region of a femoral venous cannula a few minutes after cannulation of the femoral vein for ECMO. There was no damage noted to the cannula prior to use. Upon identifying the leak, the cannula was changed out for another. There were no reported patient complications.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation because it was discarded by the customer. Based on the information received, the root cause of the event was unable to be determined. The instructions for use (IFU) were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.